Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine device check. Upon interrogation, the atrial lead exhibited a sensing anomaly and no capture. A fluoroscopy confirmed that the lead had dislodged. The lead was explanted. The patient was doing well post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun